Event description:
In 2008 - tsr stated that the head section was not working, he found the head section pivot arms had slid out of the slider pivot. Tsr reinstalled the pivots to repair this bed, account did not know what happened, no injury from this issue.